Manufacturer narrative:
Concomitant product: 620rg27 heart ring, implanted: (B)(6) 2013.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to chest pain. The right atrial (ra) lead had oversensing observed on atrial tachycardia (at)/ atrial fibrillation (af) episodes. The healthcare provider was informed of the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.